Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If device or add'l info becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2011-00290.

Event description:
It was reported that, "pt wore poly thin over period of time. Dr chose to switch out the poly and ended up having to take out the base plate and replaced with cemented base plate. Surgeon noted normal wear on implants."